Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort due to the device. The physician suspected that the patient had experienced some trauma to the device area. The device was explanted and a new device was implanted in a more medial location. The patient was in stable condition.